Event description:
It was reported that the pump time was incorrect, cause was confirmed by customer to be not attributed to issue with pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.